Event description:
Report received of burn while using a water bottle. Info received from customer which states "the stopper does not seal. I wrote to you and you sent the spare stopper which doesn't seal either. I burnt my husband's back trying to use this." A replacement product was sent to the customer. The customer reply states "thank you so much for replacing the defective combination syringe kit. This one is very satisfactory. Thanks again." No further info has become available.